Event description:
It was reported the bath lift pendant on the unknown aquatec bath lift will not hold a charge.

Manufacturer narrative:
(B)(4). Report # 3007231105-2013-00044, indicating the product as an immersion hydrobath when in fact the correct product is an aquatec bath lift, which is not distributed in the USA. No submission to the us FDA was necessary.